Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. At an unspecified time, while operating on battery power, he device was programmed to deliver an unspecified concentration of heparin. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the pump had powered off by itself without sounding an audible alarm tone. The pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.